Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, "the doctor was inserting the nail into pt and while hammering it in with the strike plate and the targeting arm split on top and bottom."